Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21857622-1630: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild chat on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context due to heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure total four fibers were used. The first fiber used was competitor product and three fibers used were greenlight moxy fibers. The two greenlight moxy fibers used during bph procedure failed due to significantly diminished vaporization efficiency and no power issue. The first fiber failed at (B)(4) joules of use and second fiber failed at (B)(4) joules of use. The tip (cap) were not cleaned for both the fibers during the procedure. The procedure was completed with third fiber at (B)(4) joules of use. The tip (cap) of the finishing fiber was cleaned during the procedure. Patient outcome: "ok" reported. No injury to patient was reported. This event is for second failed fiber.